Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported elevated blood glucose of bg 353 mg/dl. After troubleshooting, the agent determined the ilet cartridge was out of insulin. The user was instructed to complete a full supply change, including a new cartridge and tubing, which the user performed independently. At follow-up the same day, the user¿s bg had decreased to 218 mg/dl and continued trending downward. No medical intervention, symptoms, or hospitalization were reported.